Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The equipment was returned to the bard brasil ind e com ltda service center, who assessed and evaluated the equipment. The following conclusions were noted and are documented. Initial condition: the equipment was visually inspected at the time of receipt and the probe has physical damage. Other observations: the battery has 252 cycles, outside the permitted limit of 250 cycles. The probe buttons are not working. Root cause: root cause is unconfirmed. The image quality test was performed, and it was found that the equipment functions and image quality are within the limits established in the service manual.

Event description:
It was reported transducer and quality failure. No further information was provided. Additional information received 02 april, 2026: the image quality is unsatisfactory due to probe failure. No medical/surgical intervention necessary. No patient or user harm.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.